Manufacturer narrative:
(B)(4) a follow up emdr will be submitted if additional information becomes available.

Event description:
Via email: when dr. (B)(6) was tunneling the catheter under the skin the cuff came loose as he was trying to get it under the skin. The cuff was sliding up and down the catheter. (B)(6) 2020: addition information provided, "no harm to the patient".

Event description:
Via email: when dr. (B)(6) was tunneling the catheter under the skin the cuff came loose as he was trying to get it under the skin. The cuff was sliding up and down the catheter. 01apr2020: addition information provided, "no harm to the patient."

Manufacturer narrative:
After a review, no issues were identified during manufacturing for the lot provided. The reported failure mode of loose cuff was confirmed. The cuff was no longer bonded to the catheter. After evaluating the sample, the right amount of adhesive was visible on catheter and cuff. There is no evidence adhesive did not cure during production to cause cuff to loosen, and the tubing of catheter and cuff show no signs of abnormality. Although the failure mode was confirmed through a sample evaluation, the device history record was reviewed with no issues, and after a sample evaluation, but without knowledge of how procedure was performed the root cause for the reported issue could not be determined. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see narrative.